Event description:
The customer reported that the pump has been skipping screens and the pump does not respond to button press. Advised customer to discontinue the pump use. During the call the customer reported that they were vomiting and hospitalized for high blood glucose and dka. Suggested customer to take manual injections as per md protocol. The customer also reported that their basal rates were erased. They stated that the basal rates were reset earlier in the morning and they have been running high since they came from the hospital. The alarm history was reviewed and showed an error alarm. The customer stated that they may have accidentally erased the basal rates themselves when attempting to program other information.